Event description:
Procedure: gastric bypass. According to the reporter: there was bleeding in the gastric stump resulting from staples that did not form properly. The staple line was over sewed around the edge of the stomach. The surgery was extended by 1.30 hours. The pt hospital stay was extended by one day.

Manufacturer narrative:
(B)(4).